Event description:
The mother reported via phone call that the customer received a button error alarm while attempting to bolus. The customer's blood glucose was 180 mg/dl at the time of incident. Customer's current blood glucose was 175 mg/dl. The mother could not recall any significant events leading to the alarm. It was also found the customer had issues with the insulin pump for the past couple of months. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.